Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: referene MFR report: 3006705815-2017-01116. It was reported the patient's scs system was removed because he was not receiving relief from the system. Reportedly, multiple reprogramming attempts did not resolve the issue.